Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was moving in the pocket. The reporter stated she can ¿physically feel it moving up and down and wakes her up in pain.¿ it was noted the patient had pain at the ins pocket site and had woken up in pain from the battery moving. It was further noted the pain is on the patient¿s right side where the ins is located. The reporter stated there were no known accidents or related incidents. It was noted pain started in the year prior to this report. Additional information was requested, but was not available as of the date of this report.